Event description:
After 1 month of implantation, this lead was explanted because of a pocket infection. This was part of a whole system explant. Note: in 2001, the first intervention was performed to remove a clot, hematoma, from the pocket.